Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
The reporter reported the pt obtained elevated blood glucose readings over the past three days, up to 400 mg/dl. On (B)(6) 2011, the pt was experiencing the symptoms of fatigue, thirst, abdominal pain, chest pain and shortness of breath. The pt did not test for ketones. The pt corrected his blood glucose levels with bolus doses using the pump. On (B)(6) 2011, the pt noted insulin leaking from end of the tubing and noted a smell of insulin in the cartridge compartment. Troubleshooting revealed there were no leaks around the cartridge or infusion site, the pump settings were correct, and the basal/bolus totals delivered were correct and matched those programmed. The pt reported using refrigerated insulin. This complaint is being reported due to the allegation of symptoms suggesting severe hyperglycemia after the pt noted the tubing may have been leaking.